Event description:
A malfunction alarm with code malf 16 was reported for the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy, and a replacement pump was arranged by technical support. The customer received instructions on placing the faulty pump into storage mode and agreed to return it using a pre-paid label within ten days.